Event description:
Patient reported right side device rupture and stated "all that was left inside was the silicone and part of it was adhered to rib cage." The patient also inquired about the recall. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side device rupture. And stated, "all that was left inside was the silicone and part of it was adhered to rib cage". The patient also, inquired about the recall. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.